Event description:
Event description guidant received information that this pacemaker was returned for analysis due to the failure to pass final packaging testing. The device had been returned from the sales force.